Event description:
Boston scientific received information that this patient's right atrial lead had been discovered dislodged after a few months post implant procedure. The field representative stated that this patient was not followed up as the physician does not perform next day checks. The patient also missed all other scheduled follow ups. The patient was in the hospital for reasons that were not device related and this is where the field representative discovered that there was an atrial lead dislodgment and it may have probably been dislodged for some time. The patient did not have any symptoms related to lead dislodgement. Boston scientific then confirmed that the physician had ordered the field representative to program patient's device to ventricular pacing and sensing and to continue monitoring the patient. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.